Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was hospitalized and treated with potassium. The customer arrived at the hospital on (B)(6) 2021 and released from the hospital on (B)(6) 2021. Recommendation was made to consult with a healthcare provider to discuss diabetes management.